Event description:
During surgical procedure to prepare cervical disk space for placement of cervical interbody fusion cage, the reaming instrument depth stop failed and could have resulted in potential injury to the patient in the reaming at a level that is too deep could bring the reamer head in contact with the dura.